Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to high out of range right atrial (ra) lead pacing impedance measurements under 200 ohms. In addition, oversensing of noisy signals on the ra channel was noted. The right ventricular (rv) lead exhibited undersensing, high capture thresholds and the rv intrinsic amplitude was out of range. This pacemaker was successfully explanted and has been returned for analysis. No additional adverse patient effects were reported.